Event description:
Customer was admitted to hospital for high blood glucose, nausea and diabetic ketoacidosis. Pump passed preliminary functional testing. Customer did not have a tubing clamp for high pressure test. Sending clamp. Instructed to contact md for back up injection protocol. Instructed to change out set.